Event description:
It was reported by repair work order that there was reduced brake force due to scorpion brake plate malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.